Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon experienced a lot of bleeding from the staple lines. He stopped the bleeding with a clip applier. As a result of the difficulties encountered with this device, the procedure was prolonged ten minutes. The patient had to be re-operated due to bleeding from the staple lines two days after surgery. After the re-operation where the bleeding was stopped, the patient was ok and was discharged two days later with no other complications. The facility has been asked to provide the patient information but is unwilling to do so.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time. The device involved in the reported event was discarded. The hospital is returning 40 sterile devices for analysis.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.the batch numbers provided by the user facility include: f5v166 (mfg 5/12/2009), g5y27l (mfg 2/18/2010), g5y04d (mfg 2/12/2010), f5wx6h (mfg 10/24/2009), f5ww5u (mfg 10/21/2009) and f5v22r (mfg 05/14/2009).